Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was discontinued. The patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The outcome of this peritonitis event was not reported. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.